Manufacturer narrative:
Investigation conclusion:a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting false positive sars results from an asymptomatic single user. Customer communicated the result was confirmed negative by pcr and another rapid antigen test. (Report 5 of 5)